Event description:
The pt system was explanted due to infection. The pt was implanted with a new boston scientific spinal cord stimulator system.

Manufacturer narrative:
The explanted products were discarded by the medical facility. A review of sterilization records for the ipg and lead found them to be satisfactory. This is the final report.